Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# n383434, implanted: (B)(6) 2013, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was a shocking or jolting sensation. The patient felt shocks in the middle of their back when the implantable neurostimulator (ins) was on. The patient shut off the ins a couple of months prior due to the shocks. This occurred in (B)(6) 2014. Information regarding cause of event, troubleshooting, and patient outcome has been requested. If additional information is received, a follow-up report will be sent.